Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgement was observed on merlin on demand transmission. Device was reprogrammed. Lead was repositioned successfully on (B)(6) 2018. Patient was stable.